Event description:
It was reported to boston scientific corp that a wallstent biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male pt. According to the complainant, upon selecting the appropriate stent the nurse noticed the package was opened at one side. She did not notify the physician of the opened package until the device had been inserted into the pt. When made aware, the physician removed the device in order not to compromise the pt. The procedure was completed with another wallstent biliary stent. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable .

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.